Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range, pacing lead impedance was observed. Lead was capped and replaced. The patients condition was good after the event.